Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an ilet system using a contact detach infusion set, with blood glucose readings progressing from 272 mg/dl to 331 mg/dl despite supply changes, and the infusion site placed on the side rather than the lower abdomen; replacement infusion sets and connectors were shipped, and education was provided to relocate the site closer to the lower abdomen to mitigate obstructions, with component details referencing the connector/coupler. Investigation of this case revealed an obstruction of flow consistent with an occlusion, with deformation-related factors considered, and the connector/coupler identified as the relevant device component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.